Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system extension sets leaked at the connection to continu-flo solution sets. The leak was observed between the filter extension set and the male tubing component (male luer) of the solution sets. This was observed during setup in the pharmacy. When the sets were connected, the connection appeared to "not be sealing properly". There was no patient involvement. No additional information is available.